Event description:
Healthcare professional reported left side burning pain and implant exchange due to patient's concern with the device. Patient reported hard along with fatigue, hair falling out and joint pain. Patient representative reported plaintiff alleges that one or more biocell devices caused injuries and damages including but not limited to the following: capsular contracture requiring bilateral capsulectomy and increased risk of alcl. Plaintiff has not been diagnosed with bia-alcl." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. Device evaluation: visual, leak test and microscopic analysis of the returned device identified: a curved striated opening, fold creases. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - curved striated opening assessed as surgical damage.